Event description:
It was reported that during an implant attempt, the lead threshold tested high. The physician removed the lead and implanted a different one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).